Event description:
Information received from clinical, healthcare provider via manufacturer representative regarding an event happened during post-op of the reported product. It was reported that, presence of an intracanal screw in s1. The doctor implanted the screw in the right position but it is a bit intracanal. Procedure/technique performed was arthrodesis for junctional syndrome at t12-s1. There were no patient symptoms or complications reported, no additional treatment or surgery performed as a result. No further complications reported.

Manufacturer narrative:
G2: country of event is france. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.